Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with 350cc saline mentor smooth round moderate profile breast implants and experienced several unexplained systemic symptoms, including aching pain under left collarbone, burning sensations in the abdomen, cracking bones, deep tightening pressure under breast, insomnia, chronic vaginal yeast, swollen and inflamed eyes, fluid under eyes, burry vision, strong sweet-smelling urine, ringing in ears, thyroid issues, constipation, burning sensation on bladder, itchy bumps on scalp, painful bone spurs on right side of right foot, hair loss, coarse hair, nausea, hangover feeling, mega liver, elevated cpk blood levels and infarcted spleen. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.